Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and attempted to reproduce the autofill error with a 40cc and 50cc catheter and was unable to reproduce any failures. The iabp passed all calibration, functional and safety tests performed, and was returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that when the cardiosave intra-aortic balloon pump (iabp) went through it¿s two (2) hour autofill procedure, it alarmed ¿autofill failure¿ and went into standby. The nurse was able to re-initiate therapy using the ¿start¿ button, but the patient's pressure reading was 40 systolic, 0 diastolic. A getinge service territory manager (stm) spoke with the nurse on the phone and suggested to manually recalibrate the fiber optic sensor. This resolved the pressure readings on the screen, which showed a more appropriate reading of (87/31 in 1:2). The customer was asked to check to ensure that the correct extender tubing was being used, that the helium tank was fully open, that all connections were tight and that there were no external kinks. The patient was in a prone position and not moving, and no restrictions to the tubing or catheter were apparent. The stm suggested swapping the cardiosave until getinge service could inspect the pump. No adverse event was reported.